Manufacturer narrative:
The assocated complaint device was not returned for evaluation. Please see the attached file for the results of our investigation. (B)(4).

Event description:
Pieces 1h and alpoly cup were removed as well. No part number neither lot number provided.

Event description:
It was reported a revision hip surgery due to infection. R3 hole cup, r3 liner, oxinium head and echelon stem were exchanged.